Manufacturer narrative:
H.6. Investigation summary one sample was returned to our quality team for investigation. The product was visually inspected and a particle was observed on the stopper. Using magnification, the particle was identified to be a polypropylene particle. A device history review was performed for reported lot 1907222, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Machines routinely undergo proper maintenance and cleaning and a vacuum system was recently implemented to reduce any foreign matter inside the product blister. While we cannot identify a direct issue, these particles typically generate during the molding process and can become attached to the product. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that foreign matter was found on the plunger of the bd plastipak¿ concentric luer lock syringe before use. The following information was provided by the initial reporter: "would like to report a number of events where a particulate matter was seen on the plunger of the bd syringe. The problem has started to occur from (B)(6) 2019 onwards. The issue has been seen across all ranges of bd syringes available with us. There have been no process changes made to our manufacturing procedures which may have introduced these particles into the syringe. Also this particles are observed over a range of our products produced and not just one product. According to production these particles are generally seen around the peak of the plunger."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the plunger of the bd plastipak¿ concentric luer lock syringe before use. The following information was provided by the initial reporter: "would like to report a number of events where a particulate matter was seen on the plunger of the bd syringe. The problem has started to occur from (B)(6) 2019 onwards. The issue has been seen across all ranges of bd syringes available with us. There have been no process changes made to our manufacturing procedures which may have introduced these particles into the syringe. Also this particles are observed over a range of our products produced and not just one product. According to production these particles are generally seen around the peak of the plunger."